Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure a farwave was selected for use. During procedure, when manipulating the catheter inside the body, the wire got stuck and could not be moved. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.